Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) ran hardware test application (hta), there the virtual map for 5.1 was blank. So, the fse replaced bus printed circuit board assembly (pcba), reseated retractor band connectors on both ends, then tested. Then on aux, only drawer 1 was listed in hta, then disconnected all the drawers but 1.1/1.2, rebooted. Then reconnected remaining drawers and all were present. Had customer release and recover duplicate cubies (d1, d3, d5 and e2, e3, e5) twice to clear duplicate errors, then tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 several cubies were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.